Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator for urgency frequency. It was reported that the patient went to their healthcare provider the day of the report and had their wires removed as they were not sure if the wire was dislodged or bent. The patient noted they would have the implant on (B)(6) 2017. It was noted that the trial began on (B)(6) 2017. No patient symptoms were reported. No further complications were reported.